Manufacturer narrative:
Service received the device for further evaluation. Service confirmed the failure and is replacing the device.

Event description:
The customer contacted verathon inc. Regarding a glidescope cobalt avl monitor video image that is flickering. During troubleshooting, the customer performed a power cycling to the monitor which did not resolve the flickering issue. Also, a baton and two reusable gvl's were connected to the monitor and the issue was not resolved. No patient injury was reported. The device was returned for further evaluation.